Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly. It seemed that the cylinder fluid was recycling back to the pump spontaneously. The patient experienced difficulty pumping device. The ipp was explanted and replaced. No patient complications reported.